Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient encountered 6 infusion set cannula kinked event on 23-july- 2024 within 3 hours after insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1979310- MDR device 5 of 6. E1: patient country spain.